Manufacturer narrative:
It was reported that a 67-year-old female patient (94 kg) underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30433309m number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient (94 kg) underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. There was no evidence of any effusion present before the procedure. During the ablation phase of the procedure, the physician noted a drop-in the patient¿s blood pressure and pericardial effusion in the right atrium (ra) was confirmed via the soundstar catheter and intracardiac echography (ice). The physician stopped heparin and aborted the procedure. Pericardiocentesis was performed to drain 2.5 l of fluid from the pericardial space. Pericardial tube was left in place. Patient was hemodynamically stable and was admitted to the cardiac care unit (ccu) and required prolonged hospitalization. Patient¿s condition improved. The physician suspected the perforation might have occurred due to a steam pop while ablating or due to wire placement for long sheaths prior to ablate. The steam pop was suspected but not confirmed. Transseptal puncture was not performed during the case. Standard stsf irrigation parameters were used. Vector and graph were used as visualization features. Impedance was used as coloring option. The max wattage used was 40 watts. The total lesions were 10. Total ablation time was 3 minutes and 26 seconds. Total fluid was 117 ml. No damage to the ablation catheter was noticed. The sheath used was an abbot agilis 8.5 fr. No error messages were displayed on any bwi equipment. "Steam pop" code will not be added since it was suspected but not confirmed; therefore, there's no evidence it have occurred.